Manufacturer narrative:
(B)(4). Evaluation of the returned device found the sheath to be kinked just distal to the o-ring and a break at the guide tube. Hydrophilic coating was verified to be present throughout the sheath surface. Because the guide was completely separated from the guide tube, the foot could not be retracted after deployment to remove the device, resulting in difficult device removal, as reported. Possible causes of a sheath kink and guide break include inserting the device against resistance at an angle greater than 45-degree into challenging anatomy (such as calcified artery, scarred groin, and tortuous vessel). The probable cause for the sheath kink and guide break that directly resulted in the reported difficult device removal is believed to be due to incorrect technique, insertion of the device against resistance at the wrong angle into challenging anatomy. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no incidents with similar reported product experience. Review of the device history record for this lot did not produce any findings relevant to this investigation. There were no non-conforming material reports issued against this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose at device, attempted arteriotomy closure of a heavy calcified right common femoral artery after an interventional procedure. Reportedly, the device was being advanced into the artery and the patient complained of a lot of pain. The physician attempted to advance the device twirling it so the printing on the top of the device would face the patient's anatomy, however, the patient still complained of pain. An attempt was made to remove the device but it became stuck. More nick was performed and the device was removed without further consequences. A sheath was placed to achieve hemostasis. The access site was described as heavily calcified. There were no adverse patient effects. Though requested, no additional information was provided.